Event description:
It was reported that the procedure was being performed in the anesthesia department. During use, the cone of the needle cracked and air entered while pulling the syringe. As a result, a new product was used. They do not know if there was a delay in treatment but there was no patient death or complications reported.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.